Manufacturer narrative:
(B)(4)

Event description:
(B)(4). The customer also reported that the companion 2 driver exhibited an internal battery alarm while the driver was undocked from the companion caddy or companion hospital cart. The customer also reported that the patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. The companion 2 driver was returned to syncardia for evaluation. Visual inspection of the driver's external components revealed no anomalies. The patient file was copied and reviewed, revealing no alarms that would indicate a malfunction of the emergency battery. During investigation testing, the customer-reported emergency battery alarm was not reproduced when the driver was off and removed from a hospital cart and companion caddy. The driver is not expected to alarm when it is off. Similarly, the customer-reported emergency battery alarm was not reproduced when the driver was on and removed from a hospital cart and companion caddy. During investigation testing, the unusual noise reported in the customer experience was reproduced. The root cause was interference between the end cap and the counterweight of the left compressor. The customer reported issue posed a low risk to the patient because it did not prevent the companion 2 driver from performing its life-sustaining functions. After replacement of the left compressor, the driver met all performance testing requirements. The driver was serviced, which included replacement of the left compressor, before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
Ce 3086 initial.

Event description:
The customer reported that the companion 2 driver exhibited an unusual noise while supporting a patient at the (B)(6). The customer also reported that the companion 2 driver exhibited an internal battery alarm while the driver was undocked from the companion caddy or companion hospital cart. The customer also reported that the patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited an unusual noise and a battery alarm, it did not prevent the driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR.